Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(4). 2.4 software version: n030004. 2.5 hours of operation: 39173. 2.6 further information: n/a. . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. No anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear, and the axial clearance of drive was higher than on other devices. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,88%. Accuracy of set delivery rate should be (B)(4) according to iec/en 60601-2-24 3.5 disassembling: the device was disassembled, and the inside was investigated. Inside the device an impact damage on the drive unit, the mainboard, the claw mechanism, and the upper housing could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. During the disassembling, an impact damage could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion." According to the customer: "pse by jerk detected with noradrenaline , dangerous".